Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfav3166 showed three other similar product complaints from this lot number.

Event description:
It was reported that during preparation of insertion of the plastic stiffener, it was observed that the plastic stiffener was extremely fragile. The user tested it and the plastic stiffener broke "as glass tube" in his hands without the use of great force. No patient involvement. This file addresses the first of two devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken plastic stylet is confirmed, but the cause remains unknown. The sample returned consisted of a navarre drainage catheter label (nbd8, lot #gfav3166, expiration date 2019-09-28) and two pieces of broken plastic stylet. Visual observation found that the pieces were bent and approximately 4.1 and 5 cm long, respectively. The bends occurred in several places and the terminations appeared sharp and well-defined, which was confirmed microscopically. This breakage is characteristic of brittle failure. In addition, tactual evaluation found that one of the pieces broke at a bend when manipulated. The cause of this brittleness is unknown. This product will be sent to the manufacturing site for further review. Note that it is not evident from the two pieces of stylet whether they came from the same stylet or two different stylets. Given that the report was for two pieces and the two may have come from separate sources, the complaint is confirmed for two devices.

Event description:
It was reported that during preparation of insertion of the plastic stiffener, it was observed that the plastic stiffener was extremely fragile. The user tested it and the plastic stiffener broke "as glass tube" in his hands without the use of great force. No patient involvement. This file addresses the first of two devices.